Manufacturer narrative:
The investigation was based on the information as made available. The investigation concluded that the reported "device failure (14)" alarm was caused by a temporary impaired internal hdbaset communication between the display unit (ecd) and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and the pba syscon ecd or a faulty system cable. The system cable and the pba syscon ecd need to be checked for proper fitment and to be reseated if necessary, or the system cable must be replaced. In case of an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on then technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device generated a device error 14 messages during use. There were no patient health consequences reported.